Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "pt received a recall letter for the freestyle libre 3 sensor and her device was one of the recalled devices." Adc customer service successfully contacted the customer. However, further information pertinent to the case was not obtained. Based on the information provided, there was no report of serious injury associated with this event.